Manufacturer narrative:
Investigation eval: our laboratory eval of the returned device confirmed the report. Beginning near the 25 cm mark on the distal end of the wire guide the coating has peeled from the wire guide exposing the core wire. The exposed damage area is approximately 6 cm in length. The coating peeled back on the wire guide towards the proximal end of the wire guide. Upon moving the coating to adjust it back into place, no portion of the coating appears to be missing. Additionally, near the 15 cm mark on the wire guide the coating is peeled back toward the distal end exposing the core wire in a second location on the wire guide. The coating is pulled over itself and approximately 2.5 cm is exposed. Due to the damage, it cannot be determined if any coating is missing. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The associated subassembly device history records for the wire guide for the lot number said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guide sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook fusion sphincterotome pre-loaded with the acrobat wire guide. The user cannulated through an occluded metal stent. The sphincterotome was removed and the wire was left in place. The extraction balloon was then loaded over the wire. A couple of balloon sweeps were performed. While removing the balloon, it was pulling the wire back. The wire and balloon were taken out of the patient together and it was noticed that the wire was stripped. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.